Manufacturer narrative:
There was no device malfunction that could cause or contribute to the reported incident. The device was designed and manufactured in accordance with the corresponding limits according to standards iso/dis 10936-2:2010 and iso 15004-2:2007, iec 62471:2006, including the installation of an adequate filter, especially for the uv/ir range, which prevents any light hazard from operating microscopes used in ocular surgery.

Event description:
A doctor reported that after a vitrectomy surgery with rescan 700 (using tissue blue), patient experienced retinal whitening and vision loss. Patient was reported to have suffered permanent injury.

Manufacturer narrative:
A1: added pt elannan. B5: removed "(using tissueblue)" from description. E4: changed from no, to unknown.

Event description:
A doctor reported that after a vitrectomy surgery with rescan 700, patient experienced retinal whitening and vision loss. Patient was reported to have suffered permanent injury.